Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) level, however, a specific value was not provided. Reportedly, the customer had not bolused for a meal. The customer delivered a correction bolus to address bg level. Additionally, the customer experienced a low bg of 34mg/dl, cause was unknown. Reportedly, the customer had not eaten and treated the low bg by consuming carbohydrates. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.